Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. The device was explanted and replaced. It was also noted that the left ventricular (lv) lead had high threshold and output. Fluoroscopy showed that the lead appeared to have pulled back into the main coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.